Manufacturer narrative:
The device was returned to the manufacturer for investigation and it was received on 26 feb 2021. After decontamination with formalin, a visual inspection was performed without highlighting elements of non-conformity, according to the specifications required at the time of manufacture and release. In order to allow an exhaustive evaluation of the functional behavior, the returned valve underwent hydrodynamic testing in simulated physiological conditions. The results confirmed that the returned prosthesis pvs23 sn (B)(6) meets the iso 5840 minimum requirements. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Based on the performed analysis, the reported event cannot be explained by any factor intrinsic in the involved device because the claimed issues were not observed during the investigation carried out (i.e. Hydrodynamic test).

Manufacturer narrative:
A complete manufacturing and material records review for the device model pvs23 and sn (B)(6), including the steady flow test performed at the time of manufacture, has been performed. The results confirmed that the device satisfied all material, visual and performance standards, including the open/close function, required at the time of manufacture and release. The device was returned to the manufacturer for investigation and it was received on 26 feb 2021. Further investigation is ongoing.

Event description:
On (B)(6) 2021, a perceval valve pvs23 was implanted in aortic position. Post-op echography showed serious central leak and valve malfunction. It is reported that upon opening the device, no malfunctions were noted and no abnormal features was identified until tee showed a severe central leak. Ultimately, the surgeon replaced the explanted pvs23 with a new perceval valve (same model, pvs23). As reported, no additional procedure was performed between the two implants, but the surgeon performed the sizing again to confirm the proper size for the implant. The postoperative echography was satisfactory. The procedural time was extended for at least 1 hour, but the patient was reportedly not affected. The patient had a good outcome with the perceval valve ultimately implanted.

Event description:
On (B)(6) 2021, a percival valve pvs23 was implanted in aortic position. Post-op echography showed serious central leak and valve malfunction. Ultimately, the surgeon replaced the pvs23 with a new one. The postoperative echography was satisfactory. The patient is reportedly not affected. It is reported that upon opening the device, no malfunctions were noted.